Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, a post-implant transesophageal echocardiogram (tee) identified an effusion, with no known cause. The patient expired on the day of the valve implant. The cause of death was attributed to the effusion. The physician noted that the death was not related to the valve or its function. The physician was unable to determine if the delivery catheter system (dcs) caused or contributed to the effusion and resulting death, as no autopsy was to be performed.